Manufacturer narrative:
The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist.

Event description:
Missing osseointegration, implant fall out after 2 years.